Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that the drawer was not recognized as closed. Fse removed the back panel and identified that the latch sensor was disconnected from the hard stop. Fse then reseated the sensor, restarted the device and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.